Event description:
It was reported that the patient experienced dizziness due to pauses in pacing, secondary to a right ventricular lead fracture. High impedance and an unstable threshold - measured at 2.5 volts and 1 millisecond - were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)